Event description:
The consumer reported 3 unconfirmed false positive results with the binaxnow¿ covid-19 antigen self test for 3 patients. This MFR. Report addresses patient one (1) of three (3). The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test. Consumer confirmed that she was vaccinated and exposed to someone who was tested positive for covid-19. The consumer stated she was having covid symptoms -cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-02157, 1221359-2021-02158.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event.

Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153476 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153476 , test base part number 195-430h / lot 153476 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022696 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2021-02157 1221359-2021-02158